Manufacturer narrative:
The reported event could not be confirmed with the provided information; no product was returned, nor images and medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, osteolysis and tibial insert implant wear. The patient required an insert exchange as well as bone grafting on the femur to patch holes from the reported osteolysis. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - natural knee ii primary femoral component 3 right catalog #: 6212-00-031 lot #: 1594547, natural knee ii stemmed tibial tray right size 3 catalog #: 6307-01-230 lot #: 1575216, depuy cmw 3 bone cement with gentamycin catalog #: 3035040 lot #: e264b40 g2 - report source - foreign: event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03110 h3 other text : investigation incomplete.